Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. The caller stated that the user also experienced high blood glucose levels due to large amounts of air bubbles present. The blood glucose reading was 450 mg/dl. The caller stated that when the user experienced high blood glucose levels, a back up insulin pump was given to the user for about 1 month. While using the back up insulin pump, the blood glucose levels were normal and under control. Nothing further reported.